Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2020-30553. It was reported the patient was unable to place their scs system into MRI mode. Later, diagnostic testing revealed invalid-high impedance on lead 9-16 contacts. In turn, the patient underwent surgical intervention on (B)(6) 2020 wherein one of the leads was repositioned and another lead was explanted and replaced. Reportedly, the issue resolved. It is unknown which lead is related to the issue. Therefore, all the suspected devices are being reported.